Event description:
A caller reported a power source alert occurring with their device. There was no reported impact on the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.